Event description:
It was reported that a patient had passed away due to unknown reasons. According to his obituary, the patient passed away at home. The physician's office did not have any details regarding the circumstances of the patient's death. No additional relevant information has been provided to date.